Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.56, insertion 2: 4.47, insertion 3: 4.60. Other remarks: hard profile (105 lbs/ft3): insertion 1: 8.03, insertion 2: 8.37, insertion 3: 8.53. The driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". The certificate of conformance is not available for review as the serial # dates prior to teleflex acquisition. The complaint, "the drill came to a complete stop" cannot be confirmed. Functional testing has validated no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has validated no fault found with this driver. No further action required.

Event description:
Issue reported: we arrived to a motel room to find an approximately (B)(6) female lying prone on the floor pulseless and apneic. Upon moving her to a location that we could better access her she was noted to be of small stature and obese. The patient appeared to have edema to lower extremities with what appeared to be cellulitis to both legs. The patient's lower extremities were larger in diameter than expected. Determined location for the io placement and utilized the blue hub trocar. Upon entering the tissue and not having enough length to enter bone, the yellow hub trocar was attached. With the yellow hub trocar I was able to feel resistance from bone and the drill was placed in full throttle. As I could feel the bone, and the drill at maximum rpm slight pressure was applied and the trocar did not advance. Pressure was removed and the drill was again throttled up to full speed and a little more pressure applied with resistance on the bone and the drill came to a complete stop and I could hear the sound of the drill bogging down. I had made two more attempts repeating this process and the trocar would not enter the bone and self-tap. I made the decision to give up on io placement and move on to locating a peripheral vein to give als drugs.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: we arrived to a motel room to find an approximately (B)(6) female lying prone on the floor pulseless and apneic. Upon moving her to a location that we could better access her she was noted to be of small stature and obese. The patient appeared to have edema to lower extremities with what appeared to be cellulitis to both legs. The patient's lower extremities were larger in diameter than expected. Determined location for the io placement and utilized the blue hub trocar. Upon entering the tissue and not having enough length to enter bone, the yellow hub trocar was attached. With the yellow hub trocar I was able to feel resistance from bone and the drill was placed in full throttle. As I could feel the bone, and the drill at maximum rpm slight pressure was applied and the trocar did not advance. Pressure was removed and the drill was again throttled up to full speed and a little more pressure applied with resistance on the bone and the drill came to a complete stop and I could hear the sound of the drill bogging down. I had made two more attempts repeating this process and the trocar would not enter the bone and self-tap. I made the decision to give up on io placement and move on to locating a peripheral vein to give als drugs.